Event description:
It was reported thatt charging connection was unstable unless caller held cable in place, with visible damage to usb port, although pump did not shut down and could still be used. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging equipment and working outlet, planned to continue using current pump and rely on alternate insulin method if necessary, and was instructed to return problematic pump.